Event description:
It was reported that the patient¿s implantable neurostimulator (ins) recharger wasn¿t working and it would not charger her ins. It was noted that the patient saw the ¿reposition¿ icon on the recharger screen. It was reported that the patient was not feeling stimulation and the last time she ¿used¿ it was a week prior to the call. It was noted that the patient programmer screen was blank and the patient started that it had been ¿awhile¿ since the batteries were changed in the programmer. It was reported that the ins¿s last recharge session was 2 week prior to the report although she normally recharged about once a week. It was noted that the ins was uncommunicative with the ins recharger, but the company representative was unable to verify if the ins could communicate with the programmer. It was reported that the issues started 1 week ago.

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 74001, lot # n301629, implanted: (B)(6) 2011, product type adapter; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 3487a-33, lot # j0417601v, implanted: (B)(6) 2004, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger. (B)(4).